Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer contacted tandem technical support requesting assistance with setting up pump settings, review of pump data revealed that the carb ratio setting had been set incorrectly. The customer had entered 1u:45g instead of 1u:4.5g. During the call, the customer made the correction to the carb ratio settings. The customer's blood glucose level was not impacted.